Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor electrode was missing. The customer¿s blood glucose was 150 mg/dl. The customer reported that the sensor had not produce sensor glucose readings after insertion and they noticed that the cannula was missing from the sensor. The troubleshooting was declined. The sensor will not be returned for analysis.